Manufacturer narrative:
During inspection and testing, error code e315 was displayed due to water invasion in the scope connector. Error code b30 was not displayed during inspection and testing. The image did not appear due to corrosion on the endoscope connector. In addition, angulation was reduced due to elongation of the angle wires, there was play at the angle knob due to elongation of the angle wires, the insertion tube was deformed, there was a crack at the distal end, dirt was found on the scope connector and control body, there was evidence of water infiltration in the device, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was no image from the scope and error code b30 (scope communication error) was displayed. The subject device was sent to an olympus service center for evaluation. During inspection and testing, error code e315 (scope error) was displayed. This report is being submitted for the malfunction found during evaluation (error code e315). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: the defect of image sensor unit or failure of internal board of video connector unit or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.